Event description:
This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success, thus an importer report no longer applies. Corrections to b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that the video system center had an error code e402 that caused a 30-minute delay or greater during a colonoscopy that was completed using the same device. There were no reports of further patient harm.